Event description:
It was reported that the patient with this pacemaker felt palpitations. During interrogation of the device, it was discovered the device went into safety mode. Technical services (ts) recommended urgent device replacement. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.